Event description:
As reported, the protection sleeve of a 6/7f mynx control vascular closure device was opened a lot and failed to pass through the unknown sheath, so failed to use it. Attempt to perform manual compression after removing the device was made. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was present in manufacturing position, partially exposed.

Manufacturer narrative:
As reported, the protection sleeve of a 6f/7f mynx control vascular closure device was opened a lot and failed to pass through the unknown sheath, so failed to use it. Attempt to perform manual compression after removing the device was made. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and the syringe was not returned for evaluation. The sealant was present in its manufactured position but was partially exposed. A frayed/split condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no signs of damage or abnormality. No additional anomalies were observed during the visual inspection. A dimensional analysis of the slit length could not be performed due to the condition of the sealant sleeves. However, the catheter working length was verified and measured, and the measurement was within the defined specification. This measurement was obtained using a calibrated ruler. A functional analysis was executed using a corresponding cordis laboratory sample csi. The device was successfully inserted into and withdrawn from the sheath without any friction or resistance. A simulated deployment test was also performed due to the observation of deployment difficulty and premature exposure. The device functioned as intended, with successful sealant deployment and balloon retraction. After aligning the tension indicator by pulling the distal tip, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.